Event description:
The customer reported a failure to discharge using paddles during a pt event. The device was being used in the manual mode using paddles during a pt event and failed to discharge. The customer saw paddles off/on messages. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.